Manufacturer narrative:
Stryker evaluated the customer's device and observed the device prompt, "check the electrode tray". It was determined that the electrodes were faulty. The electrodes were replaced. After other unrelated repairs were completed proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device prompted, "check the electrode tray". It was determined that the electrodes were faulty. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with the reported event.